Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and there was moisture present. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, ¿press ok to continue¿ was displayed and the device could not activate, although the device passed the pre-run test. And when ok was pressed, ¿please contact your ees representative¿ was displayed. Then the hand piece was replaced and the device activated. The replaced hand piece was used to complete the case. There were no adverse consequences to the patient.